Event description:
It was reproted the customer had unexplained high blood glucose. Customer's blood glucose was 400 mg/dl. The customer's mother also reported a false predicted low alert as the customer's blood glucose was high. The mother also reported the customer experiences high blood glucose on the third day of their infusion set use. Customer's mother will review the customer's settings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.